Manufacturer narrative:
Other, other text: nine cadd cassette reservoirs were returned for the evaluation of the reported issue; and two pictures were attached. The returned samples were received in used conditions without its original packaging, decontaminated and inside in a plastic bag. The complainant returned unites were visually inspected, and of the nine samples, five cassettes were received with the spring occlusion mechanism damaged. Two samples were received without spring occlusion mechanism. Only two samples were received without damaged, the two samples were used for tests. The samples were tested to measure the height of the pump tube arch and determine if were under or out of spec. The pump tube height of the two samples were out of spec, however the samples were received in used conditions so it is possible the pump tube was modified during use. An accuracy test was conducted where the samples received were connected to the cadd legacy plus and to balance mettler to look for unusual function. The two samples tested passed the delivery accuracy test. A functional test was performed and the samples were fully priming and connected without difficult; the pump was set running and no alarms were activated. Complaint was not confirmed. No root cause was determined due to the complaint not being confirmed. No actions were taken.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during pre-test of a smiths medical cadd cassette reservoir, a cassette disconnected alarm was noted. Subsequently another cassette was used. No patient consequences were reported. No adverse effects were reported.